Event description:
An endeavor resolute rx drug-eluting stent was inserted in a pt for treatment of a distal lad lesion. It was reported that the stent detached from the balloon before deployment (inside pt). Trying to stent the distal lad lesion, the stent was detached from the balloon and dislodged in the proximal left circumflex. Was managed by crushing it using 3x18 mm endeavor drug-eluting stent. Good outcome with no complications. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval results: (embolism-device).